Event description:
It was reported that the pulse generator could not be interrogated. The patient's rhythm showed atrial fibrillation with ventricular pacing. The magnet rate was 85 ppm. The device reached elective replacement indicator in 2009. The device was explanted and replaced.

Manufacturer narrative:
Na